Manufacturer narrative:
Sales rep follow-up: this was a page that came through and I spoke to dr. (B)(6). I had a programmer sent to the hospital and one of his partners, dr. (B)(6) interrogated the patient's device and determined it was at end of service. I gave dr. (B)(6) the names of implanting surgeons in (B)(6) and (B)(6) to send a referral to. Patient was seen by dr. (B)(6) today in (B)(6) and is going through prior auth for a battery change.

Event description:
From the call center: interrogation for battery life and if its working. Enterra 2 37800 concerned with symptoms regarding battery life, it was checked about 2 years ago, estimated end of life is this fall.